Event description:
The account alleged the cardio pulmonary resuscitation does not function. No injury reported.

Manufacturer narrative:
The account found the cardio pulmonary resuscitation cable was the cause of the issue. The account replaced the cardio pulmonary resuscitation cable to resolve the issue.